Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded a premature ventricular contraction (pvc) that fell in the blanking period. Then the device paced on the t-wave, which caused an arrhythmia. A guidant technical services consultant discussed different programming options that would reduce the likelihood of the patient's pvcs causing an arrhythmia.